Manufacturer narrative:
Device evaluation. The device evaluation could not be completed as the zilver vena device of unknown lot number or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached journal article. This file relates to thrombosis (1 case). Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0047 which informs the user about the potential adverse events "that may occur include, but are not limited to, the following ¿abrupt stent closure, allergic reaction to anticoagulant and/or antithrombotic therapy or contrast medium, allergic reaction to nitinol, arrythmia, arteriovenous fistula, death, embolism, fever, hematoma/hemorrhage at access site, hypersensitivity reactions, , hypertension, hypotension, nausea or symptoms of a vasovagal response, infection/abscess formation at access site, intimal injury/dissection, myocardial infarction (mi), pseudoaneurysm formation, pulmonary embolism, renal failure, restenosis or thrombosis of the stented vein, retinal, retroperitoneal, gastrointestinal, or genitourinary bleeding associated with anticoagulant therapy, septicemia/bacteremia, spasm, stent malposition, stent migration, stent strut fracture, stroke, tissue necrosis, vessel perforation/rupture, worsened pain.¿ it should be noted that the instructions for use (ifu0047) lists ¿restenosis or thrombosis of the stented vein¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. As per medical advisor a potential root cause for the thrombosis could have been procedure or device related. As previously noted, thrombosis is listed as a potential adverse event associated with the use of a zilver vena device. Thrombosis is associated with the ali 2025 paper and is a known potential adverse event listed per the ifu0047. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: the patient would have required intervention or additional procedures according to our medical advisor. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-oct-25.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ali et al. ¿ 2025 ¿ this retrospective study assessed the impact of intravascular ultrasound (ivus) guidance on lower extremity deep venous interventions in a cohort of 185 patients. The procedures consisted of iliofemoral vein angioplasty and stenting performed for symptomatic acute deep venous thrombosis (dvt), post-thrombotic syndrome (pts), or non-thrombotic iliac vein lesions (nivls). Patients were stratified into two groups based on the use of ivus prior to stent deployment in addition to multiplanar venography, compared with venography alone. In dvt cases, catheter-directed thrombolysis administered over two days was considered a single procedure. Ivus was employed either during diagnostic angiography to evaluate thrombus burden or following venography to optimize stent sizing and placement. Patients who underwent diagnostic venography only or those diagnosed with nutcracker syndrome were excluded from the analysis. Additional indications primarily involved iliac vein stenting for secondary pelvic congestion syndrome, with or without concomitant gonadal vein embolization. The study population exhibited a high prevalence of comorbidities, including diabetes mellitus, hypertension, obesity, and chronic kidney disease, reflecting a clinically complex cohort. Comparative analysis demonstrated that ivus-guided interventions were associated with a significant reduction in perioperative bleeding and thrombotic complications, likely due to enhanced intravascular visualization and precise device deployment. Long-term follow-up over 12 months revealed improved vessel patency, decreased restenosis rates, and better symptom control in the ivus group. Additionally, the zilver stent was utilized in the group undergoing procedures with ivus guidance. The major adverse events that occurred were bleeding and thrombosis. Patients treated with ivus-guided deep venous interventions showed superior imaging and clinical results compared to those without ivus. These findings support incorporating ivus in complex venous procedures, especially in patients with multiple comorbidities. Thrombosis (within 30 days) ¿ adverse event without device malfunction. Adult patients (age >18 years) presenting for deep venous interventions of the iliocaval system.